Manufacturer narrative:
This supplemental report is being submitted to provide legal manufacturer¿s final investigation. The device was not returned to olympus for evaluation and the customer's allegation was not confirmed. Based on the results of the investigation, and since the device was not returned for evaluation, the definitive root cause of the reported issue could not be determined. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Olympus will continue to monitor the field performance of this device.

Event description:
It was reported the camera head had intermittent blurry image. The issue happened during a therapeutic trans urethral resection of prostate. The procedure was completed using a similar device. There were no reports of patient harm.

Manufacturer narrative:
The evaluation of the event is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported the camera head had intermittent blurry image. The issue happened during a therapeutic trans urethral resection of prostate. There were no reports of patient harm.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. The device was returned to olympus for inspection and the reported failure was not confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: coupler corrosion. Based on the results of the investigation, a definitive root cause could not be identified. Olympus will continue to monitor field performance for this device.

Event description:
It was reported the camera head had intermittent blurry image. The issue happened during a therapeutic trans urethral resection of prostate. The procedure was completed using a similar device. There were no reports of patient harm.